Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction: during follow up with the customer, it was reported that the homechoice cassette did not leak. There was no leak identified from the connection between the cassette and solution bag; the connection was dry and properly tightened. The customer stated the solution bag leaked, therefore the cassette is no longer the suspect device in the event. Should additional relevant information become available, a supplemental report will be submitted.